Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had critical pump error. Customer's blood glucose value was unknown. Customer reports they were unable to clear the alarm. Customer reports the screen was not completely blank and alarm occurred during the time that the buttons were not responding. Customer stated insulin pump buttons did not begin to work in less than 5 minutes without battery change. Insert battery alarm did not appear on pump screen. The customer stated that they saw a red cross and an arrow with a user guide book. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be return for analysis.